Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had sensor needle break. The customer's blood glucose value was 250 mg/dl. Customer reported that they had problem with 2 sensors in a row, the 1st sensor needle bent that would not pull out from the sensor. The second sensor drew a lot of blood into it after inserted. Customer reported the introducer needle fractured while in the body. The device will not be returned for analysis.